Event description:
It was reported that a pump revision occurred on the day of report. The pump slid down in the surgical pocket. It was later reported that the pump slid ¿a bit¿ to the flank. The revision was planned to move the pump pocket up 5 inches. They planned to refill the pump in addition to the revision. The exact symptoms the patient was having as a result of the event were unknown. It was later reported that the pump was moved with the hopes to create more comfort. The cause of the movement was unknown. It was unknown how the patient was doing at the time of report. The pump was used to infuse gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).